Event description:
Voluntary medwatch/maude report: mw5038285. Same case as MDR ID: 2134265-2015-01410. It was reported that a rotawire fracture occurred. The target lesion was located in the right coronary artery (rca). A 1.75mm rotalink¿ plus and a rotawire were selected to treat the lesion. During platforming outside of the patient, it was noted that the burr sheared off the rotawire approximately 1 inch from the guide catheter. The patient was on a critical timeline for treatment as he was in cardiogenic shock from an acute mi. A new wire and a balloon combination were buddy wired back down the vessel while the rotawire was pinned to a towel in the field. After successfully rewiring, the rotawire was removed safely. There were no patient complications reported.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).